Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected via therapy cable and therapy electrodes (brand unknown) during an event. ¿dical personnel stated that the device would not read the patient's heart rhythm in paddles lead ECG; however, CPR was reportedly visible on the display except for when rhythm checks were being performed. T which time the device would state "connect electrodes." S a result, the defibrillation may be delayed or not available. No further details about the patient or the event were provided by the customer. After multiple attempts, physio-control has been unable to contact the customer to obtain additional information about the patient or the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.  Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined. (B)(4).